Event description:
It was reported that (1) device was used during a laparoscopic gastric procedure. It was reported by the rep that the lcsc5 emitted a solid tone. There was no consequence to the pt.